Event description:
I filed for a replacement of my phillips dreamstation CPAP. Phillips is processing replacement. I had no idea this device had a recall back in june. I used this device and I noticed one night (B)(6) 2021. I slept terrible and felt like I couldn't breathe. I went to work with a headache. When I got home I inspected my CPAP and check the filters and to my surprise they both were pitch black in color. I attempted the wash the filters and notice the black substance was not coming out. I ended up replacing them and thought nothing of it. I then discovered on 8/31/2021 that my device had a recall. I feel like philips and my provider failed to send out proper notifications. I mean june and I don't find out until 8/31/2021. This device is cellular based. Why didn't they send out a error code or at least send me a letter or email. Something. I plan on following up with my doctor on (B)(6)2021 to discuss my options since my sleep will be horrible without my device. FDA safety report ID # (B)(4).